Event description:
It was reported that during a da vinci s thyroidectomy procedure, the site observed a foreign object in the surgical field. The piece was removed and the console surgeon continued with the procedure. The piece was determined to be a portion of a larger piece that was missing from the permanent cautery hook instrument. The site attempted to locate the other half of the missing piece using x-ray and sonogram testing. The attempt to locate the missing piece was unsuccessful and the surgeon made the decision to complete the schedule procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a piece of the conductor cap detached from the instrument. The cap is broken diagonally and roughly half of the entire cap is missing. Both sides of the yaw pulley have the extruded boss features that mate with slots on the inner surface of the distal clevis ears broken off, allowing yaw pulley to have extra lateral play within distal clevis. Per the info provided by the initial reporter, half of the broken conductor cap was retrieved, however, the site was unsuccessful in locating the other half.